Event description:
It was reported to medtronic minimed that the customer passed away on (B)(6) 2019. Cause of death was cancer and organ failure. Troubleshooting was performed and the pump was not worn at the time of passing. The last known product(s) for this customer are mmt-723rnas. Mmt-723rnas was requested and customer has returned the device.

Manufacturer narrative:
The pump passed the displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and dat at 0.0871 inches. The stop (idle) current and run current measurement tests are within specification. The pump also passed self test, off no power alarm test and a21 error test. The pump alarmed motor error during the occlusion test due to faulty fsr (gold). The motor was tested outside of the pump and passed. The following were noted during visual inspection: cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thds and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. There was no data available in march 2019 in the pump history file. Unable to list the total insulin delivered on the event date 04-mar-2019 and the 7 days prior to that date due to no data available. Unable to verify bolus delivery, source of boluses delivered, daily insulin total and any alarms/suspends for event date 04-mar-2019 in the pump history file due to no data available. Unable to perform the history review 1 week prior to the event date 04-mar-2019 in the pump history file due to no data available. Unable to complete the functional testing due to motor error alarm. Motor error alarm confirmed during the occlusion test due to faulty fsr (gold). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.